Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or unable communicate to sensor simulator, bg meter to verify weak signal, lost sensor alarms due to full segment display. (B)(4).

Event description:
The customer reported via phone that they had lost sensor alert. Customer¿s blood glucose was 290 mg/dl at the time of incident. The insulin pump will be returned for analysis.